Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are lot 0119944w, expiration date 10/13/2018; lot 0120951w, expiration date 10/21/2018; lot 0126230w, expiration date 11/15/2018. These parts are not approved for use in the united states; however a like device catalog # 7540120, 510k # k052187 was cleared in the united states. The manufacture date for lot 0119944w is 10/20/2010; the manufacture date for lot 0120951w is 10/29/2010; the manufacture date for lot 0126230w is 11/22/2010. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal surgery to implant posterior fixation and interbody device at l4-l5. It was found that the set screw was loosened at unknown time post op. The revision surgery was performed 5 weeks post op. Reportedly, the pedicle screw was replaced during the revision surgery. No patient complications were reported during and after the revision surgery.